Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant/explant date: does not apply - lens was not implanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the shooter was broken, and that the edge of the intraocular lens (iol) was damaged by the plunger. Through follow up we learned that the surgeon tried to implant the lens with tweezers, but this did not work. There was no patient contact with the device.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 8th november 2022. Section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod in the advanced and locked position. The cartridge tip could be observed to be cracked. The handpiece assembly was inspected and, no issues that could cause or contribute to the complaint issues could be identified. No iol (intraocular lens) was received as part of this return. Therefore, no product evaluation could be performed on the lens. The complaint issue was not confirmed. The other observed issues of cartridge tip cracked/damaged is related and was identified during the product evaluation. However, this could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.